Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. Therefore, an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the products did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan in 60 minutes" message from his adc freestyle libre sensor. Customer reported experiencing unspecified symptoms of hyperglycemia and had contact with a healthcare professional who diagnosed him with hyperglycemia. Customer was administered insulin (dose/type unknown), oxygen, and oral glucose as treatment. There was no report of death or permanent injury associated with this event.